Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 78-year-old female undergoing coronary artery bypass grafting was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the sterile sleeve came apart from the tuoghy. The doctor was aware and re-secured with tape after cleaning. No patient harm was reported.

Manufacturer narrative:
The investigation into the product damage (sterile sleeve damage) issue has been completed since the original report was submitted. The device was not returned for investigation. The cause of the sterile sleeve product damage could not be determined because no product was returned, and limited clinical information was provided.